Event description:
It was reported that the backup alarm failed during preventative maintenance. There was no patient involvement.

Manufacturer narrative:
G4: 25sep2019, b4: 27sep2019. A returned central processing printed circuit board assembly was returned for failure investigation. The part was tested in a known good ventilator, in which no errors were generated. No errors were noted in the diagnostic report. No faults were found during analysis, and the investigation was unable to reproduce the reported failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 23jul2019, date of report : 07aug2019. The field service support performed an operational check and confirmed the reported problem, but was unable to duplicate the problem. The field service support replaced the central processing, unit printed circuit board assembly (cpu pcba) as a precaution. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10july2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the backup alarm failed during preventative maintenance. There was no patient involvement.